Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 414-415 mg/dl. The customer delivered a correction bolus and administered two manual insulin injections prior to going to the ER in attempt to resolve bg level. Customer was monitored and vitals were checked while in the ER. The customer was released 10 hours later with no permanent damage. Tandem technical support (cts) performed a system check on the pump and was able to verify that an occlusion alarm occurred prior to the ER visit. Prior to the report with cts, the customer cleared the alarm and continued using the pump for insulin therapy. Cts determined that the pump functioned as intended.